Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract vitrectomy combination surgery, while using intraocular lens and ophthalmic viscosurgical device a patient experienced opaque vitreous humor and it was diagnosed with probable inflammatory response. The lens was explanted and implanted a new one to avoid inflammatory reactions. The patient was given with systemic steroids and the condition is improving. Additional information has been requested none received till date.